Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: no defect found. The last bolus was on 05/20/2014 and last basal delivery was on (B)(6) 2014. Pump history shows pump was manually suspended on (B)(6) 2014 02:57; followed by unexplained power on reset event. Insulin deliveries never resumed. Pump was manually suspended on (B)(6) 2014 17:59 and manually resumed (B)(6) 2014 20:21 (2hr 22mins deliveries interrupted). Exercised pump for 24hrs with a 1.0u/hr basal rate; at conclusion of test the tdd¿s basal history correctly showed 24.0u. Typical usage observed in alarm history. The tdd¿s add up correctly. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on (B)(6) 2014, he was hospitalized for elevated blood glucose (bg) of 700 mg/dl with vomiting, dehydration, and pain in the hands, feet, arms, and legs. The patient was reportedly removed from the pump and was treated with insulin injections, IV fluids, and IV glucose. The patient noted that he had been hospitalized five times in the past two weeks; this report is for incident five of five. Customer technical support reviewed the pump with the patient and found that the basal history matched the active basal program settings. However, troubleshooting indicated that the basal delivery totals in the total daily dose history (tdd) did not match the active basal program. No cause for the variation was identified. The patient noted that he was on the medications diovan, tegretol xr, and tramadol. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring hospitalization associated with a potential basal delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.